Event description:
Resulted of 68 and 75 mg/dl were not stored in the memory of the suspect device. Results were not on a summary report. The device was replaced and requested to be returned for evaluation.